Event description:
Info received indicates the brake will not disengage.

Manufacturer narrative:
The tech found the brake was sticking and he had to move pedal around to get the brake to disengage. He found the brake detent was cracked. He replaced the brake detent to repair the bed.